Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted for treatment of a lesion in the obtuse marginal coronary artery. The user facility medwatch report states that the pt was admitted to the hosp with unstable angina. A cardiac catheterization and angioplasty was performed in 2001. During the procedure the stent came off of the balloon while trying to retract the device into the guiding catheter. The guiding catheter was removed and a basket snare was used to retrieve the stent from the abdominal aorta. After removing the stent the physician proceeded with the procedure and was able to stent the vessel with a new stent. Add'l info received was that the stent dislodged in the ostium of the artery. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter while it was still engaged in the coronary artery. The pt was reported to be fine post procedure and there were no add'l clinical sequelae reported related to the event.